Manufacturer narrative:
H6: investigation: bd received 10 total samples from the customer for investigation (1 used and 9 unused). The 9 unused samples were evaluated by visual examination and functional testing and the indicated failure mode for damaged (hole)tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (hole) tubing. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we have had 2 butterfly needles that seem to have leaky tubing. Staff think it¿s like there a pin pricks in the tubing. I have a used one that is bloody.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: we have had 2 butterfly needles that seem to have leaky tubing. Staff think it¿s like there a pin pricks in the tubing. I have a used one that is bloody.